Event description:
It was reported that the unit was getting stuck in standby mode and was flickering on and off. It was further reported that there were no error messages.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.